Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00797. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) for a cerebral infarction using a penumbra system 4max separator (sep4). During the procedure, the physician first used another manufacturer's thrombectomy device and then switched to the penumbra devices. The sep4 was inserted into a penumbra system 4max reperfusion catheter (4max) and then a torque device was attached to the sep4. However, upon attempting to change the position of the torque device, the physician noticed that it was stuck and unable to be removed from the sep4. Therefore, the physician removed the sep4 and opened a new sep4 and torque device for the procedure. However, the new torque device also became stuck and unable to be removed from the sep4. Therefore, the sep4 was removed and the procedure was completed using the first thrombectomy device from the other manufacturer. There was no report of an adverse effect to the patient.